Manufacturer narrative:
Per -3976 final report. Additional information, including operative notes, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or failure of the corin devices and the trinity dual mobility ecima insert was only revised due to loosening of the non-corin stem and thus no further investigation is required. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity dual mobility ecima insert, a non-corin head and non-corin stem after approximately 8 months due to pain and loosening of the non-corin stem.

Manufacturer narrative:
(B)(4). Additional information, including operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity dual mobility ecima insert, a non-corin head and non-corin stem after approximately 8 months due to stem loosening.